Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that on the second day of pump use the patient experienced hypoglycemia with a lowest blood glucose of 64 mg/dl for about 30 minutes, during which the device issued low glucose alerts and the caregiver was informed that the pump suspends additional insulin dosing below 70 mg/dl; the caregiver provided a meal to correct the low and discussed potential target adjustments with the trainer, with further clinical approval to be sought as appropriate. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included no hospitalization and no professional medical intervention. Investigation included troubleshooting and user education regarding startup behavior and glycemic variability early in therapy. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.